Event description:
Boston scientific received information that the patient with this right ventricular lead experienced chest pain. X-ray was normal and echocardiogram was normal. Pt had retrograde conduction and field representative was concerned about lead movement. Additional information received indicates that there was micro perforation. The device was reprogrammed for higher outputs. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.